Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked from an unspecified location during filling. The set was filled with 5-fluoruracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from january 16, 2020 - january 20, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.